Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, pump date and time were incorrect, cause was not known. Customer adjusted pump date and time, and resumed insulin therapy. Customer's blood glucose level was 148 mg/dl.